Event description:
It was reported that the pt's vns generator could not be interrogated during an office visit. The pt had previously had his vns disabled so that he could pursue ect as a treatment option. Based on the programming history available, it is unlikely that the pt's generator is at end of service. Additional info was received indicating that the physician was able to palpate the generator and he attempted to interrogate the pt in the same room as he is able to interrogate the vns of other pts. He did not attempt any troubleshooting other than attempting to interrogate however. The physician is not sure why the interrogation of the pt's vns was unsuccessful. It is unk what interventions will be taken at this time. No adverse events have been reported.